Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Concomitant products: ils-0900-kt, ils-0900-kt procedure kit illumisite 90 (lot#dmm03114); sdatsw01, sdatsw01 access tool straight wire (lot#dmm03253); ils-1000-cs, ils-1000-cs illumisite console (sn:unknown); unk emprint ant, unknown emprint antenna (lot#dmm003422) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thermoablation procedure, the patient had pneumothorax on the left side. Chest drainage was then performed. Nine days after the procedure, the patient had compressive right pneumothorax post endoscopic thermoablation of bilateral pulmonary metastases from an adenocarcinoma of the upper rectum. Chest tube was used under local anesthesia with immediate bubbling. The patient hospitalization was prolonged as a result. The patient site related assessment indicates that the adverse event was not device related but has probable relation to the study procedure.